Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited intermittent left ventricular (lv) lead oversensing of the right ventricular (rv) lead pacing signal. Technical services (ts) analyzed the presenting electrogram (egm) and recommended reprogramming. It was found that the lv threshold output was at five volts at 1.5 ms. It was noted that the battery increased by three years and that this patient was dependent on pacing. Lv sensing was disabled by the physician. No adverse patient effects were reported. Currently, this lead remains in service.